Manufacturer narrative:
It has been recommended that the cot is taken out of service permanently. It is not possible to examine the cot as we cannot determine what damage occurred due to the severe traffic accident.

Event description:
It was reported a fatal accident occurred with our cot onboard. The fatalities occurred as a result of the traffic accident. The pt onboard the cot during the ambulance collision was killed.